Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total mesorectal excision, the closing handle was closed with hard force. The surgeon could not lock the closing handle; however, he did fire the device. The proximal stapleline was complete but distal staple line was incomplete. Another device was placed below the incomplete stapleline and the procedure was completed successfully. No pt consequences were reported.